Manufacturer narrative:
D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during omentectomy, at the beginning of the surgery, in omentum, the doctor was performing the seal and when opening the jaws, the doctor was unable to do so and it became stuck. After several attempts, the doctor was able to open them. The knife blade was not extended/exposed and did not protrude beyond the edge of the jaws. This happened again second time during the same surgery and the doctor requested a change of instrument. Another device was used with the same generator and it worked fine. There was no patient injury.